Event description:
It was reported that a couple days ago the patient was using the recharger and saw a red flashing light and it made a terrible sound. Patient said the red light went away. Patient was sitting in the kitchen and all of a sudden their arm had a shock. Patient found out yesterday at the hcp's office that the implanted neurostimulator was turned off. Patient went to the doctor's office and the doctor did a lot of stuff with the device and said the device was working fine. The doctor did not know what caused the device to turn off. Reviewed the recharging device does not have the ability to make therapy adjustments. Patient used the programmer and got a message that the implant battery was low. Reviewed patient needs to charge implant. Reviewed checking battery level regularly to determine how often the patient needs to charge the implant.

Manufacturer narrative:
Continuation of d10: product ID wr9200 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient indicating cause of the device turning itself off and the shock are unknown, but the device is working fine now. No actions are going to be taken to address this and the issue seems resolved. Patient clarifies that shock did not occur while recharging the device and was associated with the device turning off.